Manufacturer narrative:
(B)(4). The serial number was requested but was not provided. Approximate age of device ¿ 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient's lactate dehydrogenase (ldh) level was elevated at 1149 u/l. A few days later the ldh level decreased to 660 u/l. The patient was asymptomatic and there was no clinical evidence of thrombus. No further information was provided.